Event description:
During service, the device powered on with a failure code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.